Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Date of event: unknown as information was not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxr00 22.5 diopter intraocular lens (iol) was implanted and removed. Through follow up, customer account provided additional information clarifying the patient had a posterior polar cataract and after the zxr00 lens was inserted, there was a posterior capsular rupture. The zxroo was removed and a non-jjsv 3-piece lens was inserted. There were no sutures or complications and no vitrectomy. Customer account provided additional information confirming no incision enlargement, patient outcome reported as good, and the lens is not being returned. No additional information was provided to johnson & johnson surgical vision.